Event description:
Procedure: lap gastric banding w/ hiatal hernia repair. According to the reporter: the handles would not lock down and two needles fell out from the device into the patient's cavity. Both needles were lost in the muscle and could not be removed. A new device was opened to complete the case. No bleeding was reported.

Manufacturer narrative:
(B)(4).